Event description:
A patient reported experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 601 (hi) and 172 mg/dl. Tests were done within 10 minutes with a difference of 98%. Patient did not experience any adverse events. No further information has been reported.